Event description:
It was reported that during a ptca/stent procedure, the patient was ami and the lesion was #5, which was one of the two lesions the patient had. The amount of ck was slightly under the maximum of the normal range. Medications were administered. After pre-dilatation with another company's balloon catheter at 8 atm, the pixel stent was implanted at 14 atm. Right after that, a small dissection was admitted around the distal side of the stent. The stent delivery system was inflated at 4 atm as post-dilatation and the small dissection resolved. No additional information was available.